Event description:
On (B)(6) 2013, the physician reported that he had a patient with an infection in the vns system, so the electrode was cut and a portion remained. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution. Device manufacturing records were reviewed.